Event description:
It was reported that the patient had developed infection. No device malfunction was suspected. The patient underwent explant procedure and was doing well postoperatively. The explanted device components were not returned as it was kept by the facility.

Manufacturer narrative:
Exact date unknown, event occurred ages ago. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 2000019641/2000019533.